Event description:
Healthcare professional reported via regulatory agency bia-alcl; markers of cd30 positive and alk negative have not been reported or confirmed. Affected side is unknown. The device has been explanted.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl", markers not reported.

Event description:
Healthcare professional reported via regulatory agency bia-alcl; markers of cd30 positive and alk negative have not been reported or confirmed. Affected side is unknown. The device has been explanted.